Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer treated with a bolus. The customer stated that she changed her set and there was a no delivery alarm. The customer was advised to prime the pump. The customer stated that insulin did exit. The customer was advised to change the entire infusion set if there is another no delivery alarm.